Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. According to the information we have, this event happened in a smith and nephew warehouse, for that reason it is considered under smith and nephew control and not released for distribution, not complying with the definition of a complaint, therefore, it was determined that this case does not meet the threshold for reporting and is a non-valid complaint. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during an inspection at the warehouse before shipping, the torque value of the hand piece was very high. It was detected 54. No case involved. No other complications were reported.